Event description:
It was reported that the physician attempted implantation of the lead, but due to the large size of the atrium, the catheter could not reach far enough. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. Blood was found in/on the helix mechanism.